Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient inadequately responding to an appropriately emitted alarm).

Event description:
On (B)(6) 2017 the reporter contacted animas, alleging a prime (loss of prime) issue. The reporter stated that the patient had a blood glucose (bg) of 400mg/dl with polydipsia and polyuria. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting an empty cartridge alarm was emitted. This complaint is being reported because the patient allegedly experienced hyperglycemia related to use error in inadequately responding to an appropriately emitted alarm.

Manufacturer narrative:
Follow-up #1: date of submission 08/24/2017. Device evaluation: the device has been returned and evaluated by product analysis on 07/28/2017 with the following findings: a review of the black box showed a replace cartridge alarm followed by typical loss of primes. A manual time/date change was made and several loss of primes with low non zero force were then observed. Deliveries were resumed and an occlusion alarm was recorded followed by a typical loss of prime. Deliveries were resumed and a loss of prime occurred with a low non zero force. Deliveries were never resumed. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no loss of prime warnings occurred. The force sensor measured within specifications. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within the required range. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.